Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was experiencing sharp back pain and loss of pain relief following his initial surgery. The physician assessed that the patient had a fracture. The patient underwent an explant procedure to remove the implant and is doing well post-operatively.